Event description:
It was reported that ptca/stent procedure was successfully performed in 2005. Ten days later, a subacute thrombosis (sat) occurred and was treated with balloon angioplasty. No pt effects were reported.